Event description:
Pt is an 84-yr-old female who presented with complaints of right hip pain. The pt is status port right total hip arthroplasty, performed by anotyher physician. She reported the hip has become increasingly more severe over the past several months and radiographic exam revealed a protrusion with loosening of the acetabular component and what appeared to be lucency lines around the hip stem as well. She reported pain with any type of weights bearing activity. The pt was admitted to the hosp for revision of the right total hip. During surgery, a lot of black subcutaneous tissue debris was noted within the hip joint, from a carbon based cup and some fluid was released from the joint when it was opened. Intraoperative cultures were obtained and reported as negative for organism growith. The hip was dislocated and more black tissue was removed.